Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing. A new pace/sense lead was implanted. The pace/sense portion of the old lead was capped, but the high voltage portion of the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A 5076 implantable pacing lead 2008 (B)(6). For use by user facility/importer (devices only). (B)(4).